Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Additional information regarding the event and the subjected ventilator was requested. The biomedical department stated that they replaced the dc/dc & standard connector pc board and the part was not available for investigation. The ventilator¿s logs were also not available. The investigation therefore consists of an evaluation of the available information and our knowledge of the ventilator. The function of the dc/dc & standard connector pc board is to convert the internal dc supply voltage +12 v into several other internal dc supply voltages. It also controls switching between mains power and external 12 v dc power supply. All standard connectors, e.g. For optional equipment, control cable to user interface and rs 232, are located on this pc board. Failures of the dc/dc & standard connectors that are related to power lead to generation of technical alarms and there is no mention of this in the problem description. Other failures of this pc board will not affect ongoing ventilation. The problem description does therefore not point to a problem with the dc/dc & standard connector pc board so we regard the replacement of the pc board as incorrect. Our interpretation of the event ¿patient volumes were not showing up¿ was that most likely a leakage occurred despite the description that no leak was found. There are no indications of a technical failure or other missing parameters, which supports the user¿s action to place back the patient on the ventilator after suctioning. A leakage would lead to no measured volumes and this is what most probably corresponds to the problem description. The conclusion in the matter is that there was no ventilator malfunction. The most likely cause of the reported event was leakage but without the ventilator¿s logs this has not been confirmed. H3 other text : 4117.

Event description:
A user facility medwatch ref # (B)(4) was received stating that: "patient volumes were not showing up on maquet critical care ab servo-I base unit neonatal/adult intensive care ventilator. No leak was found on the circuit and wires of the servo-I base unit neonatal /adult intensive care ventilator. Patient was suctioned with large amount of secretions/mucus plugs noted during the process. Subsequently the patient was placed back on ventilator and still reading the same values. Patient taken off ventilator and used artificial breathing unit (ambu) bag to ventilate patient while new ventilator was put in place. Patient placed on new ventilator with no issues noted." Manufacturer's ref #: (B)(4).